Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5093645). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a sensitivity failure on the main board. The epg remains in use. No patient complications have been reported as a result of this event.